Event description:
It was reported that the customer received multiple occlusion alarms. During system check with tandem technical support, the cartridge was observed to be cracked. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.